Event description:
Information received indicates the casters still roll after the brake is engaged.

Manufacturer narrative:
The technician replaced the broken brake/steer caster and adjusted the casters to repair the bed.